Event description:
Additional information received reported the patient had a revision on 2013 (B)(6). The implantable neurostimulator (ins) was at an ¿oblique¿ angle in the pocket at the time of the revision. The ins and tined lead were laid ¿flat¿ during the procedure without any difficulty. The patient tolerated the procedure without complication and went to recovery in stable condition. The patient outcome was no injury.

Event description:
It was reported that the device turned in the pocket, was sticking out, and the patient had pain at the device site, which occurred following a fall two weeks ago. It was noted that four days after the fall, the patient¿s husband noticed the area around the device pocket was swollen. The patient saw her physician, who felt the patient¿s back and confirmed the device was flipped as well as of out of place. It was noted that the patient¿s physician was out of the country and the patient was looking for another physician, as she could not wait until her physician returned. The patient was concerned about further damage to the device if left untreated.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v952224, implanted: (B)(6) 2012: product type lead; product ID 3037, serial# (B)(4): product type programmer. (B)(4).